Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: initial=225 iu/l (> or = 25.00 iu/l= positive) /repeated=< 1.2 iu/l (< or =5.0 iu/l=negative) there was no reported impact to patient management.

Manufacturer narrative:
After further evaluation it was determined that the cause of the issue was the alinity I processing module (list 03r65-01) from total b-hcg reagent, list number 07p51-74. MDR number 3016438761-2022-00241-00 has been submitted for the analyzer and all further information will be documented under that MDR number. This follow-up submission being send to cross reference MDR 3016438761-2022-00241-00 for likely cause changed on 30may2022 to alinity I processing module, list 03r65-01 from alinity I total b-hcg reagent, list number 07p51-74.after further evaluation it was determined that the cause of the issue was the alinity I processing module (list 03r65-01) (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00241-00.